Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. Part: 323.260. Lot: l276076. Manufacturing site: (B)(4). Release to warehouse date: june 26, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the 2.7 mm universal drill guide was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was missing the compression spring component (p/n: e2050) and the distal teeth of the 2.7 mm drill sleeve were observed to be bend and deformed. No other issues were observed with the returned device. Service and repair evaluation: it was observed that universal drill guide was missing a piece. The repair technician reported the device fixed side teeth are bent and damaged and the spring is missing. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. 2.7 mm universal drill guide. Investigation conclusion: the complaint condition was confirmed for the 2.7 mm universal drill guide. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The components are able to be disassembled and were likely misplaced during the sterilization process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, it was observed that a universal drill guide was missing a piece. There was no patient or hospital involvement. This report is for a 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).